Event description:
It was reported to boston scientific on 01/18/2007 that "during procedure, when advancing the coil (device in question) through the (microcatheter), the physician noticed some friction. When he pulled the (device in question) back, the (device in question) began to stretch and eventually broke in the microcatheter. At this point, the physician successfully removed the microcatheter with the (device in question) in it. He then, re-accessed with the same microcatheter and completed the case. The pt was a female and the outcome was good." It was reported that the aneurysm coiling procedure of the internal carotid artery was completed with another device of the same type, that there were no pt complications, and that pt condition was good.